Event description:
On (B)(6), 2009, it was reported to boston scientific corp that a prolieve temperature monitor was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, while removing the prolieve temperature monitor at the close of the procedure, the device broke in half above the alignment marker at the base of the probe. There were no complications and the pt's condition was reported as fine. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed on (B)(6), 2009, revealed an MDR-reportable malfunction of temperature readings out of specification. This MFR report is submitted based on the evaluation results.

Manufacturer narrative:
Pt's exact age is unk; however, the pt's age has been reported as over fifty yrs old. A visual examination of the prolieve rectal temperature monitor (rtm) revealed that the stem diameter was cracked through just above the handle. There were no other damages or imperfections. Functional analysis revealed but there was more than a 0.20c temperature difference between the three temperature sensors. The complaint was confirmed as the returned rtm was broken in two pieces at the stem next to the handle/ stem connection point. The root cause for the event is handling damage as incorrect handling of the rtm can cause it to break. (B)(4).